Event description:
It was reported that the device was missing pilot balloon and line. The pilot balloon and the line connecting it broke (disconnected) while the patient was using it, even though it was not moved. The device was replaced. Adverse patient effects are unknown.

Manufacturer narrative:
Other text: d4: lot number, expiration date, UDI number and h4: device manufacture date is unknown, no information has been provided to date. G5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.